Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump would intermittently lose power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: the device's black box showed one unexplained power on reset on (B)(6) 2013. No physical damage was observed to the returned battery cap or battery compartment. The returned battery cap fastens securely and holds power to the pump. The returned battery caps measurements are all within specified range. The pump booted to the verify screen with auditory and vibratory features. No intermittent power issues were experienced with the returned battery cap or pump. The pump was exercised for a 24 hour period using the returned battery cap and no power loss was duplicated. When the pump was opened and evaluated there was no internal moisture, intermittent connections or damage to the power circuit. The complaint was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.